Event description:
It was reported that during logfile review it was noticed that five (5) batteries exhibited power switching. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: additional products: heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk, if unknown> / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk, if unknown> / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk, if unknown> / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk, if unknown> / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: recall, the box was checked. Added correction number investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation product event summary: five (5) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) and (B)(6). As a result, the reported premature power switching event was confirmed. A power source lubrication procedure had been performed in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) on (B)(6) 2019, on (B)(6)on (B)(6) 2020, and on (B)(6) on (B)(6) 2020. (B)(6) had been lubricated prior to release. There is no evidence that the lubrication procedure was performed on (B)(6). The most likely root cause of the reported premature power switching event can be attributed, but not limited, to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA (B)(4) investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Additional products: d4: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.